Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the nurse reported the device was repeatedly cycling and shutting down. After a hard reboot, two top drawers showed as failed. The nurse was initially able to retrieve medications; however, during a subsequent transaction, the system shut down mid-transaction for two of three medications. The device was rebooted again, power connections were verified, and drawer main 2.1 was recovered. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device crowbarring, drawers were off bus. A field service engineer (fse) replaced the drawer boards, retractor band for half height drawer and power supply to resolve the issue. The system functioned as intended after the field service engineer repaired the device.